Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 23.0mmol/l. The customer was treated for high blood glucose with injections. The customer reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was 23.0mmol/l. The customer assisted in performing a 5.0 unit fixed prime. Customer stated the insulin exited. Customer run additional 5 unit fixed primed and little insulin came out and no delivery. Customer was explained that the set might be occluded. The customer was advised to change infusion set and return for analysis. Customer was advised the pump will be replaced.